Event description:
During a coronary stent procedure of an extremely tortuous rca lesion, the stent dislodged. The physician was unable to cross the lesion and elected to retract the delivery/stent device back to the guide catheter. Upon removal it was noted that the stent had dislodged in the pt. The physician was unable to locate the stent and it remains in the pt. Pt status is listed as "okay."